Event description:
Return reason: ruptured balloon. Per attached letter received with complaint: contrast medium was injected into the appropriate lumen in the normal manner, but medium leaked into the balloon and the balloon then ruptured. The injection pressure was in the normal range. Analysis determined: investigation found that the air lumen in the distal hub and hand-assembled manifold is inadequately sealed and allows lumen interconnection. Balloon can be inflated and is intact and is not ruptured. Unit was used in vivo. This was not determined until analysis was completed. Corrective action taken: the corrective action is that mfg and quality assurance personnel have been notified. Mfg procedures have been revised to alleviate all future instances of this occurrence type. Both the frequency and severity of this type of incident will be closely monitored to determined if further remedial action is necessary.